Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck with a stent. The lesion being treated was 90% stenosed with calcification in the distal area of the left circumflex artery. Two stents were deployed and post dilated with two balloon catheters. An intravascular ultra sound (ivus) catheter was inserted to evaluate the lesion. Four imagings were performed without any difficulties. Upon removal of the imaging catheter, it was found to be stuck at the distal end of the stent and unable to be removed. The catheter was surgically removed. The patient was reported to be in stable condition post surgery.

Manufacturer narrative:
The subject device in question was disposed by the end user facility; therefore, it will not be returned to boston scientific for further investigation.